Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose reading was 186 mg/dl at the time of the phone call. Troubleshooting was performed and found that the insulin pump had alarmed. No delivery several times. Nothing further was reported.